Event description:
The patient tested his blood glucose on the suspect device and it was 240 mg/dl. He took 20 units of 70/30 insulin (per her sliding scale) and went to take a nap. His son came to see him at 8:24 pm and his speech was erratic. The emt's were called and he was taken to the hospital. At the hospital his blood glucose reading was 31 mg/dl. He was given an IV with glucose and was later released.